Event description:
Pain in her left knee [aching (l) knee]. 62 cc of fluid drained from left knee [effusion (l) knee]. Case narrative: this case was linked to case (B)(6) (multiple devices, right knee). Initial information received on 04-feb-2020 regarding an unsolicited valid serious case received from health authorities of united states via other healthcare professional under reference mw5091788. This case involves an unknown age female patient who experienced pain in her left knee and later had 62 cc of fluid drained from left knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage of 6ml, frequency once in her left knee (batch, indication: unknown) (expiration date 08-oct-2020) (there would be no information on batch number) by a healthcare professional. On (B)(6) 2019, in the morning, patient began having some pain in her left knee (latency: 1 day). Over the weekend, in (B)(6) 2019, patient went to the hospital due to this pain and had 62 cc of fluid drained from left knee (latency: unknown). Both the events were assessed as serious due to hospitalization. Action taken: not applicable for both events. Corrective treatment: 62 cc of fluid drained from left knee (joint effusion); not reported for other events. Outcome: unknown for both events. A product technical compliant (ptc) was initiated on 04-feb-2020 for synvisc one with unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 27-feb-2020. Follow up information was received on 04-feb-2020 from other health professional. No new information was received. Additional information was received on 27-feb-2020 from healthcare professional (genzyme event management group). Global ptc number and its results were added. Amended accordingly.